Event description:
It was reported that the pump touchscreen display was missing pixels and had different colors appearing on the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.